Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had symptoms of nausea, vomiting and 100 degree temperature. Unlikely related to implant. Intervention that was taken was explanted component. Patient's symptoms resolved without sequelae.